Event description:
The affiliate reported that during the post surgical evaluation, it was found that the peritoneal catheter was not draining. No other details were provided.

Manufacturer narrative:
Please note that (B)(6) 2013 will be the appointed therapy date for the concomitant devices. We do not use therapy dates, therefore we have supplied the date that this form was filed. Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the ventricular catheter and the accu-flow catheter were found to operate according to manufacturers specifications. No occlusion could be found. A review of the device history records also confirmed that this device conformed to the required specifications prior to distribution. It was also noted that the straight connector was not returned for investigation. However a review of the lot number found that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.